Event description:
It was reported a spectrum pump was constantly alarming for air in line. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant air in line alarms were unable to be reproduced, but were confirmed through review of the event history log. Further device eval found that the lower upstream sensor fluid number was below specification due to a failed upstream sensor. Low readings from the upstream sensor are known to increase sensitivity to air in line alarms. The upstream sensor was replaced.